Event description:
Reporter alleged that the customer was incoherent when she obtained a result of 79 mg/dl on the compact plus system. Reporter stated she could not walk because of the hypoglycemia, so he treated her with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. The drum they have may not be the one used and so it is possible that no product will be returned for evaluation.